Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-19941, 2017865-2021-19943. It was reported that noise was observed on the right ventricular (rv) lead. During the rv lead explant procedure, right atrial (ra) lead dislodgement was noted. Both leads were explanted and replaced. The patient was stable before, during and after the procedure.